Event description:
The surgeon unsuccessfully attempted to deploy three fast-fix devices durng meniscal repair. The t1 and t2 anchors could not be fastened until the surgeon performed additional surgical adjustment to the implant area. There was a 10 min delay reported but no pt injury.